Event description:
Additional information was received from the patient who was calling for help clearing the cache on the handset. The patient stated that they called about this before, and it made it real fast after. The patient stated that lately it was slow again at the 90% mark. The agent walked the patient through the steps. The patient stated that if they didn¿t turn off the handset/power off the handset it still drained the battery. The patient stated that the handset normally lasted close to a day. The patient was going to monitor and call back if the issues continued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that 'I don't know when I got this thing (equipment) it's been a few months, probably 4-5 months ago,' that 'it started doing it shortly after I got it,' in reference to a telemetry delay. The patient stated that when connecting to the pump, the percentages will 'go to 90 percent and just stop, and then I have to reset it.' They spoke with medtronic representative, about this issue today, and was told to call patient service for assistance with clearing the cache. The patient confirmed notify date today. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 1.40 mb. While on the call, the patient reopened ¿myptm¿ application and reported seeing 'system error 156' in the ¿myptm¿ application. The patient service assisted the patient in clearing the code. The patient later reconnected to the pump and confirmed a successful connection. The patient mentioned briefly seeing 'no device found' due to communicator not being on and the patient not knowing they had to hold the communicator over the pump to connect. The patient stated that the connection to the pump was very fast. While on call, the patient mentioned they did not know they were supposed to be lying down when they 'do my treatment,' and taking deep breaths, but now they know and 'it won't happen anymore,' in reference to not having issues connecting anymore due to the telemetry delay.